Event description:
Bipolar aquamantys used at a setting of 120 for a liver lobectomy on a pediatric patient. The liver was partially resting out of the abdominal cavity on the skin surface at the upper incision. Cool sponges were in the abdominal cavity and under the liver. Following 30-40 minutes of use, an alternate cusa was used for resection. Hours later 2nd and 3rd degree burns were noted on the skin surface at the abdominal wound.